Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) turned off or froze and the monitors went black for a few seconds and then the cns came back up. They will send the log files in for evaluation by nk. No patient harm was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Investigation summary: the biomedical engineer (bme) reported that the central nurse's station (cns) powered off or froze, with the monitors going black for a few seconds, and then the cns came back up. They sent the device log files in for evaluation by nihon kohden corporation (nkc). No patient harm was reported. Investigation summary: the device logs were analyzed by nkc. <investigation result> (1) at the time when the phenomenon had occurred which was on (B)(6) 2021, at 8: 00am local time, no abnormal logs, indicating the reported phenomenon could be confirmed. <probable cause> the phenomenon could not be confirmed by the report and logs from nka. In our analysis, no abnormality could be confirmed from the log. It is presumed that the product was operating normally during the reported time. <actions for the customer> at the reported time period, no abnormalities were found in the product. However, multiple reboots were found in the log on (B)(6) 2021. The relevance of this is not clear, but please consider a clean installation just in case. This cns was installed at the user site on (B)(6) 2018. The service history for this serial number shows no prior history of rebooting or shutting down, and the issue has not reoccurred. The customer continued to use the device. The cause of the reported event could not be determined. Spontaneous shutdown or spontaneous reboot events or shutdown are usually reported while the cns is monitoring patients and are triggered by either a power loss or a hardware failure. When the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, uninterruptable power supply (failure), power outlet failure. These are environmental factors that impact device functionality. Hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. A2 - a6 b6 b7 d10 attempt #1 11/16/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 11/18/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 11/19/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) powered off or froze, with the monitors going black for a few seconds, and then the cns came back up. No patient harm was reported.